Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 23mm 11500a pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of five (5) months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
Through investigation, it was identified this event does not meet the definition of a complaint per (B)(4). There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of a surgical edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of a surgical edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death.

Event description:
It was learned via the patient registry that a patient with a 23mm 11500a pericardial aortic valve underwent a third redo aortic valve replacement procedure after an implant duration of five (5) months from the previous procedure due to severe aortic regurgitation secondary to subacute endocarditis. Blood culture was positive neisseria elongata bacteremia. The patient presented with heart failure secondary to valvular insufficiency. The explanted valve was replaced with a 25mm 11500a valve and the patient was admitted to the cvicu. The chest was closed on pod #3 and transferred to the post-surgical telemetry on unit on pod #9. The patient was discharged home on pod #22 in stable condition. Per the pathology report, the 23mm 11500a valve's leaflets showed focal fibrinous change with no vegetations or necrosis.